Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis after getting multiple no delivery alarms. The customer stated that the nurse also saw a motor error alarm in the alarm history. The nurse felt that the insulin pump should be replaced. The alarm history was reviewed and there were two motor error alarms. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.